Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Also received with missing end cap sticker and cracked case at the display window corner. No moisture damage found inside the pump noted. The device was tested with a test keypad and no frozen display noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 198 mg/dl. Troubleshooting was performed. The device was returned for analysis.